Event description:
It was reported that the patient presented in the emergency room with complaints of syncope. Upon review it was noted that the right ventricular lead exhibited loss of capture and was oversensing noise. The lead was capped and replaced on 28 jan 2023. The patient is recovering.